Event description:
The customer reported a leak from the lh 500 instrument. The customer was performing startup when the leak was noticed. The volume of the leak was not specified and was not contained within the instrument. No erroneous results were generated for this event. There was no biohazard exposure to open wounds or mucous membranes.

Manufacturer narrative:
The customer was able to troubleshoot the leak and found the tubing on wire marker 11 of the blood sampling valve (bsv) was loose. The customer resolved it by reconnecting the tube to the bsv. A field service engineer visited the site and adjusted and verified the differential pressure as incidental service and the instrument ran without any leaks. The repairs were verified per established procedures. (B)(4).